Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. The following section was corrected: h4. The reported event was confirmed via product return. Visual inspection of the returned bearing exhibited signs of use and pitting on the surface. Device also showed some damage on the dovetail, likely caused during explantation. Analysis of the returned device indicates that the observed damage is unlikely to have developed within 48 hours of implantation; however, third-body debris may account for the observed pitting. Based on further analysis, the observed pitting appears to have occurred after the machining process and does not appear to be attributable to the manufacturing process. The findings further suggest that the pits may be consistent with impact-related damage, potentially associated with a fall. Review of the device history records identified no related deviations or anomalies during manufacturing. No medical records were provided. It was reported that the patient fell, however the cause of the fall is unknown. The root cause for the wound dehiscence was determined to be unrelated to the device. The root cause for wear cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a washout and polyethylene insert exchange approximately 2 days post-implantation following a fall with wound dehiscence. A washout procedure with polyethylene insert exchange was performed. Upon removal, the polyethylene insert was observed to have pitting on the medial and lateral condyles. Attempts have been made and no further information has been provided.